Event description:
It was reported that during at the beginning of a diagnostic colonoscopy procedure, b30 error message occurred on the 190 series scopes but worked well on the180 series scopes. The patient had to be waked and removed from the endo suite and then able to use the older scope model and procedure completed with a 45-minute delay. No patient harm reported.